Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white foreign material on the air/water tube, air/water cylinder and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned as part of the maintenance process and during inspection of the device, there was white foreign material found on the air/water tube, air/water cylinder and jet tube. Additionally, the evaluation found the following; the air/water cylinder and suction cylinder had no color. Due to dirt on the objective lens, the image had a stain. Due to wear of the angle wire, the bending angle in the right direction did not meet the standard value. The objective lens had a scratch and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.